Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 2gm rocephin was programmed to infuse over thirty (30) minutes however completed in six (6) minutes. Pcu stated there was twenty-four (24) minutes and 41ml left to infuse. There was patient involvement however outcome is unknown. Customer also states that when attempting to run the activity report on alaris system manager software, it was blank. Bd received additional information. It was reported that there was no harm to the patient. The event occurred on 16 november 2024 at 1323. Rocephin (ceftriaxone) bag contain 2 grams in 50ml and was intended to infuse at 100ml/hr.

Event description:
It was reported 2gm rocephin was programmed to infuse over thirty (30) minutes however completed in six (6) minutes. Pcu stated there was twenty-four (24) minutes and 41ml left to infuse. There was patient involvement however outcome is unknown. Customer also states that when attempting to run the activity report on alaris system manager software, it was blank. Bd received additional information. It was reported that there was no harm to the patient. The event occurred on 16 november 2024 at 1323. Rocephin (ceftriaxone) bag contain 2 grams in 50ml and was intended to infuse at 100ml/hr.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique device identifier (UDI)#, medical device serial #, medical device model #, PMA / 510(k)#. Additional information: device available for eval?, returned to manufacturer on, b, c, d, g codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was an over infusion of rocephin (ceftriaxone), the complaint was not confirmed or replicated during the investigation. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. During internal inspection, the bezel assembly was found to be a third-party part. The bezel, occluder fingers, yoke spring, occluder springs, and primary and secondary fingers were in good condition. All tests passed satisfactorily. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The bezel assembly date code was noted as august 2022, making the 3 years old. The suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 16nov2024 at 1:23 pm. The customer reported an over infusion of rocephin (ceftriaxone) at 2g/50ml (2 grams dissolved in 50 ml) and was ordered as a routine infusion with a rate of 100 ml/h with a vtbi = 50ml on the day 16nov2024 at 1:23 pm. At 1:22 pm the pcu (s/n (B)(6)) was powered on and attached suspect pump module. At 1:24 pm pump module was programming infusion; drug ID=91 (rocephin (ceftriaxone)), rate=100 ml/h; vtbi=50 ml. At 1:25 pm, air in line alarm; pvi= 0.521ml. At 1:31 pm infusion stopped, pvi= 8.884 ml and powered off. At 1:31:24 to 1:42:09 pm, pump module attached, pvi = 8.884 ml; rate = 100 ml/h; vtbi = 41.116 ml; the infusion was paused and no infusion started. At 1:47 pm to 1:48, infused was stopped and pvi= 8.884ml, and pump module was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the infusion that was programmed to infuse for approximately 30 minutes was terminated early after only infusing for approximately 3 minutes. The bd alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(6)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(6)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion of rocephin (ceftriaxone) was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported 2gm rocephin was programmed to infuse over thirty (30) minutes however completed in six (6) minutes. Pcu stated there was twenty-four (24) minutes and 41ml left to infuse. There was patient involvement however outcome is unknown. Customer also states that when attempting to run the activity report on alaris system manager software, it was blank. Bd received additional information. It was reported that there was no harm to the patient. The event occurred on 16 november 2024 at 1323. Rocephin (ceftriaxone) bag contain 2 grams in 50ml and was intended to infuse at 100ml/hr.